Event description:
It was reported that a malfunction alarm occurred, after the pump was exposed to extreme heat and moisture. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.